Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the patient's blood, tissue and bone. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the primary operative note indicated a crack in the calcar during final impaction of the trial sleeve. The crack was cabled. No labs were provided for the alleged high metal ions. The stem and trial sleeve are being added to the complaint.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Medical records were received and reviewed. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. A search of the complaints databases identified other reports against the insert and/or femoral head. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining provided product/lot code combination(s). The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.